Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo catheter had a leak with onyx embolization solution. It was reported that the guidewire could not reach the targeted vessel, then a different guidewire was used to reach the intended placement. The onyx was injected, and a leak was found in the distal end of the catheter. The catheter had been inspected prior to use. It was reported that the anterior inferior cerebellar artery and posterior inferior cerebellar artery vessels were damaged. No interventions were needed for the damaged vessels. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The patient was undergoing treatment a malformed inferior anterior cerebellar artery. The vessel tortuosity was normal. The access vessel diameter was 8 mm. Additional information received reporting that: the first guidewire had resistance, replaced with the second guidewire and the second one had no resistance. The onyx fluid leaked and blocked part of a blood vessel. Postoperative limb movement was limited, and gradually recovered after discharge. Additional information received from the health care professional via the manufacturer representative reporting that the patient's p ost-operative symptoms were not related to the onyx leak and had since resolved.